Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No abnormal rewind or prime/fill anomalies were, or alarms were noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 12-nov-2025 or two days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked case-corner of belt clip rails, battery tube threads - cracked and cracked case. Rewind anomaly, no delivery/occlusion alarm, unexpected insulin flow blocked alarm and prime/fill anomaly were not confirmed. Cosmetic damages were confirmed at the corner case of the belt clip rail and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the cuctomer reported that the pump was cracked, it lost settings during the battery change, had to be primed/rewound more than once, and displayed no delivery alarms in the past, the customer reported no adverse event. The event involved product(s) unomedical, mmt-1884l, and mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unomedical, mmt-1884l, and mmt-332a.